Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in great excellent condition. During the power up process, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced battery and interconnect board as a preventive measure. Performed power up process which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the battery will not charge. No patient injury was reported.